Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Reason for reoperation: seroma. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported pain, bump/mass and fluid around the right side implant. The patient states after taking antibiotics the breast area is dry, but they can still feel something. Device remains implanted.

Event description:
Additionally, patient reported "blisters around the breast", "right side is sore" and "fluid around the blisters". Healthcare professional additionally reported "any creases." Device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. Device evaluation: analysis of the returned device identified: weight to spec, deformation device, observed split in patch area, it is out of specification per (B)(4) and yellow particles in the shell. Based on the device analysis the final assessment is: split in patch area due to a workmanship no creases were observed in the device.